Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 68mm diameter and 100mm in length abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 39 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 10 mm in diameter. The right internal iliac artery measured 15 mm in diameter and the left internal iliac artery measured 15 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac artery measured 7 mm in diameter. It was reported that upon discharge a final angiography found an unknown, endoleak. With a three-dimensional CT, it seemed to be leaking from the bottom of the device junction site and it also seemed to be type ii endoleak from lumbar artery. The physician thought there was a type ii or a type iii endoleak. The physician decided to monitor the patient. One week post evar, coronary artery bypass graft and mitral valve replacement was performed. Warfarin is being used internally so that it will take time to resolve the endoleak. No additional clinical sequelae were reported. The physician commented that it was an acceptable result since it succeeded in securing overlapping sufficiently. Therefore; the patient will be monitored.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of endoleak); evaluation, conclusions: inherent risk of procedure (endoleak), (unknown cause of endoleak.

Event description:
It was reported that the endoleak has resolved. The physician thought the endoleak was a type ii endoleak. The patient is fine.